Event description:
It was reported that over the last few days the hhd was intermittently unresponsive with the stylus. The company representative performed troubleshooting and confirmed that the handheld screen was free of any debris. The physician was provided a new programming computer. The handheld is expected to be returned, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 12/11/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/11/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.